Event description:
It is reported that the pt was revised due to pain. The surgeon was inquiring regarding corrosion. The stem appeared loose on the x-ray but was well fixed.

Manufacturer narrative:
This report will be amended when our investigation is complete.